Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1, d4 model number updated, d4 catalog number removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical korea. The customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.